Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error ¿head error¿ occurred during the test on the rotaflow drive (rfd). No patient was involved. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2021-07-02 it was detected that the closing assy on the rfd was was missing. Therefore, the rfd could not be tested. Thus, the drive was sent to the supplier emtec for further investigation and repair. On 2021-09-16 the supplier (B)(4) was able to reproduce the reported failure "head error" and the root cause could be determined as misuse of the device, which lead to a damage of the electronic parts. These parts were replaced by the supplier. Additional the missing closing assy was also replaced. After functional test at getinge service department on 2021-09-28 the device was sent back to the user. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The reported failure "closing assy broken/missing" was already investigated by the getinge life cycle engineering (lce) and the root cause was determined as - too excessive force. - weakening due to manufacturing errors (air inclusions). Based on these investigation results the reported failure "head error" could be confirmed. A device history record (DHR) review was performed on 2021-09-28. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the error ¿error head¿ occurred during the test on the rotaflow console. No patient was involved. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(6).